Manufacturer narrative:
Product has not been received by the manufacturer, when product is received, evaluation will be completed and a follow up report will be submitted.

Event description:
"Three clip appliers did not fire at all or to the satisfaction of the physician. Cystic duct bled heavily, clip applier could not occlude vessel. Waited several minutes until another clip applier could be found to occlude vessel."